Event description:
Cant move knees/totally immobile [immobile] extreme pain/ pain in bilateral knees [aching (r) knee] 40 cc of yellow fluid was aspirated from each knee [effusion (l) knee] severe swelling/swollen knees [swelling of l knee] ([condition worsened]) stiffness [joint stiffness] unable to bend bilateral knee/unable to get up out of chair from sitting position [joint range of motion decreased] unable to bear weight [weight bearing difficulty] difficulty ambulating [difficulty in walking] difficulty sleeping [difficulty sleeping] case narrative: based upon additional information received on 06-jun-2019, this case initially assessed as non-serious was upgraded to serious as event of cant move knees/totally immobile was added (seriousness criterion: disability and medically significant) and event of extreme pain/ pain in bilateral knees was updated to serious (seriousness criterion: required intervention). Further, this case this case became medically confirmed (other healthcare professional). This case is cross referred with cases 2019sa119823, 2019sa121381 and 2019sa119830. (Cluster cases) and 2019sa162959 (multiple devices). Initial information received on 26-apr-2019 from united states regarding an unsolicited valid serious case received from other health professional this case involves a 66-year-old female patient (weight 62.59 kgs and height 149.8 cm) who experienced extreme pain/ pain in bilateral knees (latency: same day), 40 cc of yellow fluid was aspirated from each knee (latency: 11 days), cant move knees/totally immobile (latency: 1 day) and severe swelling/swollen knees (latency: same day), difficulty ambulating (latency: same day), unable to bend bilateral knee/unable to get up out of chair from sitting position (latency: same day), unable to bear weight (latency: 14 days), stiffness, difficulty sleeping (unknown latency) the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included allergy to indomethacin (caused dizziness and nausea), allergy to penicillins, pneumococcal vaccine allergy, clostridium difficile infection on (B)(6) 2019 hypothyroidism, pure hypercholesterolemia, depressive disorder on (B)(6) 2019 coronary atherosclerosis, gastroesophageal reflux disease, diverticulitis of colon, fibromyositis, osteoporosis on (B)(6) 2019 former smoker from 1975 to 1995, barretts, rhematoid arthritis, headaches, heart attack in 1995, high cholesterol and fatigue. The past surgical history included epidural steroid injection, umbilican hernia repair in 2017, cholecystectomy in 2015, colonoscopy on 09-nov-2012, endoscopy in 2012, rt bunionectomy on 01-jan-2006 and angioplasty in 1995. The patient's family history included malignant tumor of colon (patients father), myocardial infarction (patients father and sister), cardiomegaly (patients mother), hypertensive disorder (patients mother) and osteoporosis (patients mother and sister). Concurrent condition included hypertensive disorder, knee pain and osteoarthritis. The past medical treatment(s), vaccination(s) and family history were not provided. Patient had gotten last synvisc injections in the past in 2015. Concomitant medications included atorvastatin; benazepril; citalopram; hydrocodone bitartrate, paracetamol (hydrocodone/acetaminophen); pregabalin (lyrica); pantoprazole; rosuvastatin and zolpidem. On (B)(6) 2019 the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate injection once in bilateral knees (lot number: 8rsl052; expiration may-2021) for osteoarthritis. The patients skin was sterilized with betadine, topical anesthesia was achieved with ethylene chloride. A 22 gauge needle was inserted into the right and left knees sequentially. Knee via a medial approach. Clear yellow fluid was aspirated and then the syringe was sterilely exchanged with the prefilled syringe. The injections were completed without complication and a bandage was applied. The patient tolerated the procedure well and was instructed to avoid strenuous activity for the next 24-48 hours and use ice, nsaids or tylenol for pain as needed. The patient was instructed to call immediately with any signs of infection or allergic reaction. On the same day after the injection, patient experienced extreme pain (latency: same day) and swelling (latency: same day). The event of extreme pain required intervention. The patient used ice and elevated for swelling. The same day, she also experienced difficulty ambulating (latency: same day) and was unable to bend bilateral knee/unable to get up out of chair from sitting position (latency: same day) and was in constant pain. On (B)(6) 2019 patient called to report that she cant move knees/totally immobile (latency: 1 day) and was in a lot of pain. The event of cant move knees/totally immobile was assessed as serious due to disability and medically significant. On (B)(6) 2019 patient reported she had swollen knees with pain. She was having difficulty walking. Upon physical examination the patient has +2 to 3 effusions of both knees with range of motion from -5 degrees of extension to about 1200 of flexion of both knees. They were mildly diffusely tender and there was no sign of infection, the extremity was neurovascularly intact with no sign of dvt and no vascular compromise. The same day, she received a cortisone injection in both knees. Utilizing sterile technique, the skin was prepped, topical anesthesia was achieved with ethyl chloride. A 22 gauge needle was inserted into the left and then the right knee from an anterolateral suprapatellar approach an aspirated removing clear noninfected appearing fluid. The site was injected with a mixture of 3cc of 40 mg depomedrol and 4cc 1% lidocaine. The injections were completed without complication, and a sterile bandage was applied. The patient tolerated the injection well and was provided written post-injection instruction sheet. On 26-apr-2019, patient reported for a follow up and mentioned that she had a reaction to the injections and had both knees drained; and her left knee was still not right and considered that this may be because she was taken off of her anti-inflammatory medications and she was working to get back on those with her arthritis doctor. She had a lot of pain and stiffness. Upon inspection it was noted that the patient had no signs of infection, however, she was allergic to the injection and had a local reaction to it. Both knees were prepped and draped and aspirated serially left than right about 40 cc of yellow fluid was aspirated from each knee (latency: 11 days). The right knee had a slight blood tinge to it. There was no string sign or sign of infection. The knees were then injected with 3 cc of 40 mg depo-medrol. On (B)(6) 2019 patient complaint her knees had been very sore and it hurt when she gets up in the morning and was having difficulty sleeping due to pain. She reported her knees were worse than before receiving the injection. As a corrective, patient was using lyrica meloxicam for the pain. Further, she was unable to bear weight (latency: 14 days) and had severe swelling. The patients left knee was worse than the right knee. Final diagnosis was severe swelling/swollen knees, difficulty ambulating, unable to bend bilateral knee/unable to get up out of chair from sitting position, extreme pain/ pain in bilateral knees, 40 cc of yellow fluid was aspirated from each knee, unable to bear weight and cant move knees/totally immobile. Action taken: not applicable. Corrective treatment: depo-medrol, tylenol, ice, elevate, percocet, lyrica, meloxicam for extreme pain/ pain in bilateral knees; ice, elevate for severe swelling/swollen knees; depomedrol for 40 cc of yellow fluid was aspirated from each knee; not reported for rest of events. Outcome: unknown for all of events. Seriousness criteria: intervention required for extreme pain/ pain in bilateral knees, severe swelling/swollen knees, stiffness, 40 cc of yellow fluid was aspirated from each knee; medically significant and disability for cant move knees/totally immobile a product technical complaint (ptc) was initiated on 06-may-2019 for synvisc one. Batch number: 8rsl052, global ptc number: 58395. The production and quality control documentation for lot number 8rsl052 expiration date (aug-2021) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 8rsl052 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 20-jun-19 there are 2 complaints on file for lot# 8rsl052 and all related sub-lots. 2 complaints are on file for lot# 8rsl052: (2) adverse events. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA was required. Final investigation complete date was 20-jun-2019. Additional information received on 06-jun-2019 from other healthcare professional. Case became medically confirmed and was upgraded to serious. Patients age, gender, weight and height added. Medical history of allergy to indomethacin, allergy to penicillins, pneumococcal vaccine allergy, clostridium difficile infection, hypothyroidism, pure hypercholesterolemia, depressive disorder, hypertensive disorder, coronary atherosclerosis, gastroesophageal reflux disease, diverticulitis of colon, osteoarthritis, knee pain, fibromyositis, osteoporosis, former smoker, epidural steroid injection, umbilican hernia repair, cholecystectomy, colonoscopy, endoscopy, rt bunionectomy, angioplasty, barretts, arthritis, headaches, heart attack, high cholesterol, fatigue added. Family history of malignant tumor of colon, myocardial infarction, cardiomegaly, hypertensive disorder and osteoporosis. Suspect product indication, lot number added. Concomitant medications of atorvastatin, benazepril, hydrocodone, citalopram, lyrica, pantoprazole, rosuvastatin and zolpidem. Events of severe swelling/swollen knees and 40 cc of yellow fluid was aspirated from each knee, cant move knees/totally immobile, difficulty ambulating, unable to bend bilateral knee/unable to get up out of chair from sitting position, unable to bear weight. Clinical course updated. Text amended accordingly. Follow up information was received on 10-jun-2019. No new information added. Additional information was received on 20-jun-2019. Global ptc number and ptc result were added. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment 13-jun-2019. The patient experienced extreme pain and was totally immbolie after receiving synvisc-one. Based on limited information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patients underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Can't move knees/totally immobile [immobile]; extreme pain/ pain in bilateral knees [aching (r) knee]; 40 cc of yellow fluid was aspirated from each knee [effusion (l) knee]; severe swelling/swollen knees [swelling of l knee] ([condition worsened]); stiffness [joint stiffness]; unable to bend bilateral knee/unable to get up out of chair from sitting position [joint range of motion decreased]; unable to bear weight [weight bearing difficulty]; difficulty ambulating [difficulty in walking]; difficulty sleeping [difficulty sleeping]. Case narrative: based upon additional information received on 06-jun-2019, this case initially assessed as non-serious was upgraded to serious as event of can't move knees/totally immobile was added (seriousness criterion: disability and medically significan't) and event of extreme pain/ pain in bilateral knees was updated to serious (seriousness criterion: required intervention). Further, this case this case became medically confirmed (other healthcare professional). This case is cross referred with cases (B)(4). (Cluster cases) and (B)(4) (multiple devices). Initial information received on 26-apr-2019 from united states regarding an unsolicited valid serious case received from other health professional this case involves a (B)(6) year-old female patient ((B)(6)) who experienced extreme pain/ pain in bilateral knees (latency: same day), 40 cc of yellow fluid was aspirated from each knee (latency: 11 days), can't move knees/totally immobile (latency: 1 day) and severe swelling/swollen knees (latency: same day), difficulty ambulating (latency: same day), unable to bend bilateral knee/unable to get up out of chair from sitting position (latency: same day), unable to bear weight (latency: 14 days), stiffness, difficulty sleeping (unknown latency) the medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included allergy to indomethacin (caused dizziness and nausea), allergy to penicillins, pneumococcal vaccine allergy, clostridium difficile infection on (B)(6) 2019, hypothyroidism, pure hypercholesterolemia, depressive disorder on (B)(6) 2019, coronary atherosclerosis, gastroesophageal reflux disease, diverticulitis of colon, fibromyositis, osteoporosis on (B)(6) 2019, former smoker from 1975 to 1995, barretts, rheumatoid arthritis, headaches, heart attack in 1995, high cholesterol and fatigue. The past surgical history included epidural steroid injection, umbilical hernia repair in 2017, cholecystectomy in 2015, colonoscopy on (B)(6) 2012, endoscopy in 2012, rt bunionectomy on (B)(6) 2006 and angioplasty in 1995. The patient's family history included malignant tumor of colon (patients father), myocardial infarction (patients father and sister), cardiomegaly (patients mother), hypertensive disorder (patients mother) and osteoporosis (patients mother and sister). Concurrent condition included hypertensive disorder, knee pain and osteoarthritis. The past medical treatment(s), vaccination(s) and family history were not provided. Patient had gotten last synvisc injections in the past in 2015. Concomitant medications included atorvastatin; benazepril; citalopram; hydrocodone bitartrate, paracetamol (hydrocodone/acetaminophen); pregabalin (lyrica); pantoprazole; rosuvastatin and zolpidem. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate injection once in bilateral knees (lot number: 8rsl052; expiration may-2021) for osteoarthritis. The patients skin was sterilized with betadine, topical anesthesia was achieved with ethylene chloride. A 22 gauge needle was inserted into the right and left knees sequentially. Knee via a medial approach. Clear yellow fluid was aspirated and then the syringe was sterilely exchanged with the prefilled syringe. The injections were completed without complication and a bandage was applied. The patient tolerated the procedure well and was instructed to avoid strenuous activity for the next 24-48 hours and use ice, nsaids or tylenol for pain as needed. The patient was instructed to call immediately with any signs of infection or allergic reaction. On the same day after the injection, patient experienced extreme pain (latency: same day) and swelling (latency: same day). The event of extreme pain required intervention. The patient used ice and elevated for swelling. The same day, she also experienced difficulty ambulating (latency: same day) and was unable to bend bilateral knee/unable to get up out of chair from sitting position (latency: same day) and was in constant pain. On (B)(6) 2019, patient called to report that she can't move knees/totally immobile (latency: 1 day) and was in a lot of pain. The event of can't move knees/totally immobile was assessed as serious due to disability and medically significant. On (B)(6) 2019, patient reported she had swollen knees with pain. She was having difficulty walking. Upon physical examination the patient has +2 to 3 effusions of both knees with range of motion from -5 degrees of extension to about 1200 of flexion of both knees. They were mildly diffusely tender and there was no sign of infection, the extremity was neurovascularly intact with no sign of dvt and no vascular compromise. The same day, she received a cortisone injection in both knees. Utilizing sterile technique, the skin was prepped, topical anesthesia was achieved with ethyl chloride. A 22 gauge needle was inserted into the left and then the right knee from an anterolateral suprapatellar approach an aspirated removing clear noninfected appearing fluid. The site was injected with a mixture of 3cc of 40 mg depomedrol and 4cc 1% lidocaine. The injections were completed without complication, and a sterile bandage was applied. The patient tolerated the injection well and was provided written post-injection instruction sheet. On (B)(6) 2019, patient reported for a follow up and mentioned that she had a reaction to the injections and had both knees drained; and her left knee was still not right and considered that this may be because she was taken off of her anti-inflammatory medications and she was working to get back on those with her arthritis doctor. She had a lot of pain and stiffness. Upon inspection, it was noted that the patient had no signs of infection, however, she was allergic to the injection and had a local reaction to it. Both knees were prepped and draped and aspirated serially left than right about 40 cc of yellow fluid was aspirated from each knee (latency: 11 days). The right knee had a slight blood tinge to it. There was no string sign or sign of infection. The knees were then injected with 3 cc of 40 mg depo-medrol. On (B)(6) 2019, patient "complaint" her knees had been very sore and it hurt when she gets up in the morning and was having difficulty sleeping due to pain. She reported her knees were worse than before receiving the injection. As a corrective, patient was using lyrica meloxicam for the pain. Further, she was unable to bear weight (latency: 14 days) and had severe swelling. The patients left knee was worse than the right knee. Final diagnosis was severe swelling/swollen knees, difficulty ambulating, unable to bend bilateral knee/unable to get up out of chair from sitting position, extreme pain/ pain in bilateral knees, 40 cc of yellow fluid was aspirated from each knee, unable to bear weight and can't move knees/totally immobile. Action taken: not applicable. Corrective treatment: depo-medrol, tylenol, ice, elevate, percocet, lyrica, meloxicam for extreme pain/ pain in bilateral knees; ice, elevate for severe swelling/swollen knees; not reported for rest of events. Outcome: unknown for all of events. Seriousness criteria: intervention required for extreme pain/ pain in bilateral knees, severe swelling/swollen knees, stiffness, 40 cc of yellow fluid was aspirated from each knee; medically significant and disability for can't move knees/totally immobile. A product technical complaint was initiated and results were pending for same. Additional information received on 06-jun-2019 from other healthcare professional. Case became medically confirmed and was upgraded to serious. Patients age, gender, weight and height added. Medical history of allergy to indomethacin, allergy to penicillins, pneumococcal vaccine allergy, clostridium difficile infection, hypothyroidism, pure hypercholesterolemia, depressive disorder, hypertensive disorder, coronary atherosclerosis, gastroesophageal reflux disease, diverticulitis of colon, osteoarthritis, knee pain, fibromyositis, osteoporosis, former smoker, epidural steroid injection, umbilical hernia repair, cholecystectomy, colonoscopy, endoscopy, rt bunionectomy, angioplasty, barretts, arthritis, headaches, heart attack, high cholesterol, fatigue added. Family history of malignant tumor of colon, myocardial infarction, cardiomegaly, hypertensive disorder and osteoporosis. Suspect product indication, lot number added. Concomitant medications of atorvastatin, benazepril, hydrocodone, citalopram, lyrica, pantoprazole, rosuvastatin and zolpidem. Events of severe swelling/swollen knees and 40 cc of yellow fluid was aspirated from each knee, can't move knees/totally immobile, difficulty ambulating, unable to bend bilateral knee/unable to get up out of chair from sitting position, unable to bear weight. Clinical course updated. Text amended accordingly.